Event description:
In the study "effect of incisional negative pressure wound therapy vs standard wound dressing on deep surgical site infection after surgery for lower limb fractures associated with major trauma" the pico pump (smith & nephew) was applied in patients who had incisions resulting from surgery for lower limb fractures related to major trauma and the outcome was assessed. It was documented on the paper that a patient developed 30 days deep surgical site infection or deep surgical site infection at 90 days (unknown which one).